Event description:
A report was received that the patient was explanted due to a portion of the lead eroding through the skin. The physician explanted the paddle leads and implanted the patient with a new paddle lead. The physician also moved the ipg site.